Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.